Event description:
Additional information received reported that the patient was getting 100% coverage. The patient was very satisfied with pain relief.

Event description:
Additional information clarified that the reported issue with the scoliosis was related to the previously reported replacement procedure. The patient had the new system in and it was working fine.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the patient had scoliosis and it was difficult to maneuver putting the lead into the patient's epidural space because of the scoliosis. It was noted the scoliosis had gotten worse and it resulted in trouble breathing. It was logged the patient had "old quads" previous to this implant.

Event description:
It was reported that there was high impedance on one lead and the patient felt an uncomfortable sensation at the lumbar insertion site. It was also noted a break/fracture. It was reported that the patient had a loss of stimulation and therapeutic effect. Also shocking and jolting sensation was felt. It was noted that a plan lead replacement and battery replacement to ¿MRI system¿( unsure what is meant by MRI system). It was noted that impedance testing and reprogramming were performed. It was noted that patient was alive and no injury the day of reported event. The patient symptoms associated with this event were noted as burning sensation and less than 50 percent therapy relief. It was noted that the lead was the location of the issue. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 3887-28, lot# l78162, implanted: (B)(6) 2000, product type lead; product ID 3887-28, lot# l78162, implanted: (B)(6) 2000, product type lead. (B)(4).

Event description:
Additional information reported that the "stiim leads and battery were replaced on (B)(6) 2013." It was reported that they were"cut up in the explanted process." It was reported that the patient had excellent stimulation and relief post op. Patient was scheduled to see manufacture representative in a couple of weeks.